Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. Visual inspection was performed and revealed that the coil and delivery wire arms were not interlocked within introducer sheath. The main coil was returned inside of introducer sheath. The introducer sheath was inspected, blood was noticed inside, the twist lock had been opened. The main coil was found kinked and stretched and the interlocking arm was detached. The delivery wire was inspected, and no anomalies were noticed. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Microscopic inspection of the main coil was performed and revealed that proximal end has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the delivery wire and the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jul2021. It was reported that the coil was stuck in the catheter. A 20mmx40cm interlock-35 coil was selected for use on the renal arteriovenous fistula embolization. During the procedure, it was noted that the coil could not be delivered or pulled out normally and became stuck in the middle part of the angiography catheter. The coil was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a detached interlocking arm of the coil.